Event description:
Explanted products were received from medtronic. On the form that was returned with the explanted devices, it was indicated that the patient passed away in (B)(6). No additional information regarding the death is known at this time. Product analysis on the explanted generator was completed on (B)(6) 2012. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Analysis on the lead was completed on (B)(6) 2012. A section of the lead assembly was returned for analysis in one piece. The lead assembly is cut at approximately 3cm from boot. The lead's electrodes were not returned for evaluation. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. The lead coils are cut and torn at the end of the returned portion. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient's cause of death was other and unspecified convulsions. There is no allegation or other information indicating that the death is related to vns.

Event description:
This death event was reviewed on (B)(6) 2012, and with the available information has been determined to be possible sudep. The only known factors are that the patient had epilepsy and died. As such, sudep cannot be ruled out as a possible cause of death.

Event description:
Follow up was performed with the treating neurologist however they indicated that they had not seen the patient since 2005. Follow up was also performed with the funeral home that the products were received from. The funeral home provided the date of death as (B)(6) 2011. They were unable to provide the cause of death.attempts for additional information regarding the cause of death and its relation to vns have been unsuccessful to date.

Manufacturer narrative:
(B)(4):the implant date was incorrectly reported on the initial report.